Manufacturer narrative:
Product event summary # the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #performance data was collected from the device and analyzed. The time of elective replacement indicator (eri) was (B)(6) 2012. The battery voltage at eri was less than or equal to 2.62 volt. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) went to elective replacement indicator (eri) and was suspected of early battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.